Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Date received by manufacturer: 01/19/2016.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient (pd) called technical services with complaints of drain complications. Follow-up with the patient's peritoneal dialyses registered nurse (pdrn) indicated on (B)(6) 2016 the patient had drain issues and observed cloudy effluent during treatment. The patient was requested to come into the clinic for culture and was diagnosed with an episode of peritonitis. Per the pdrn the patient practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. No fluid leaks were reported during treatments or prior to infection. The patient was not hospitalized for the peritonitis and was being treated in-home. As of (B)(6) 2016, the signs and symptoms of peritonitis have resolved, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.